Event description:
Investigation results are presented in section h10. Original report: neuropace identified that the patient device had reset on (B)(6) 2024. This information was communicated to the physician. On (B)(6) 2024, the team attempted to upload firmware to the device but found the device to be unresponsive. The patient underwent a dbs implant in (B)(6) 2024. It is believed that the device may have been exposed to esu which may have damaged the rns neurostimulator. The rns device was replaced on (B)(6) 2024 and is in process of being investigated.

Manufacturer narrative:
(B)(4). Investigation identified the device was programmed to a very high therapy load which resulted in the perceived early battery depletion. The battery delivered its full specified capacity. The device appears to have been unable to recover (self-remediate) after exposure to esu. Esu appears to have corrupted the memory, because the reset counter reached its limit of 255 before all of the memory errors were corrected. After the device was reconfigured during investigation, it passed manufacturing screens (with a new battery installed). This device would have been usable with a new firmware download except that the battery was run down by a very high therapy load.

Manufacturer narrative:
(B)(4). Pending investigation of the explanted device.

Event description:
Neuropace identified that the patient device had reset on (B)(6) 2024. This information was communicated to the physician. On (B)(6) 2024, the team attempted to upload firmware to the device but found the device to be unresponsive. The patient underwent a dbs implant in (B)(6) 2024. It is believed that the device may have been exposed to esu which may have damaged the rns neurostimulator. The rns device was replaced on (B)(6) 2024 and is in process of being investigated.